Manufacturer narrative:
The (510) k # is k093745. The meter and test strips were returned to lifescan for investigation. The meter was tested and passed testing and the error 2 message was not confirmed; however, a secondary issue of an error 4 was found while investigating the subject test strips.

Event description:
The lay reporter/ physician contacted lfs (B)(4) by letter on (B)(6) 2011 alleging an error 2 message on the one touch verio pro meter. Based on the information that was provided, it was mentioned that this was the first time that the reporter had been using the product. No further clinical information was provided about the alleged issue. The meter and test strips were replaced and requested back for investigation. At this time there is no information that the meter caused or contributed to an adverse event or that a patient exhibited any symptoms since no further clinical information was provided. The complaint is being reported since the alleged issue was not resolved.